Event description:
A malfunction alarm, identified as malf 12, indicated a momentary power loss to the vibrator motor was reported. The issue caused the customer's blood glucose level to exceed the usual threshold, but no specific value was provided as it only showed "high." The customer addressed the high blood glucose level with a correction injection via mdi and did not require third-party assistance. Technical support provided the customer with instructions to reset the pump, which was successfully executed, and the malfunction code did not recur. After the resolution, the customer was informed to continue using the pump and to contact support if the issue reappeared.